Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold and impedance issues. This lead was out of service and replaced. No additional adverse patient effects were reported.